Event description:
The following event was reported: "upon removing the 3.5 mm hex impaction checkpoint from the patient¿s pelvis, the tip of the device broke away from the head when the surgeon was attempting to use a rongeur to extract it. The patient had extremely solid bone which didn¿t allow for the checkpoint to be removed in one piece. Case type / application: tha 4.1".